Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was implanted. During a routine follow up examination on (B)(6) 2023, transesophageal echocardiogram (tee) and computed tomography (CT) imaging revealed a device related thrombus. The patient has remained on anticoagulation medication since the implant date.